Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a leak in the per-q-cath PICC was confirmed, and the damaged was determined to be related to use of the device. One 2 fr s/l per-q-cath PICC was returned for investigation. The catheter length appeared to be unmodified. The stylet set had been removed from the PICC and t-lock extension set and was not returned for investigation. The extension set remained attached to the per-q-cath connector. A functional test revealed a spraying leak in the 2fr tubing between the 9 and 10 cm depth marks. A microscopic examination of the leak sites revealed that the extent of damage was greater on the inner lumen wall. The adjoining surfaces of the split tubing revealed a granular appearance. This type of damage occurs when the stylet is repositioned within the PICC without flushing the catheter. The product IFU states, ¿flush the catheter with sterile normal saline or heparinized saline prior to use. Catheter stylet must be wetted prior to stylet repositioning or withdrawal". The IFU also cautions, ¿never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed. Once the stylet is out, advance the catheter into the desired position". A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the catheter broken and leaked. No other information was provided.